Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer's mother states the patient visited the emergency room due to a non-delivery error. The customer's mother declined to be directed to the help line. The customer's blood glucose was unknown. No further information provided.